Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged, customer states that the reservoir is able to lock into place. Customer's blood glucose was 112 mg/dl at the time of the incident. Troubleshooting was performed. The insulin pump will be returned for analysis.